Manufacturer narrative:
Since a lot number was not provided, the device history record review could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for evaluation. The sample arrived was widely used with a dark color, it was observed in 2 parts of the tube a kind of balloon was inflated which caused the tube to break. The returned sample did not present occlusion. The reported issue of broken tube was confirmed; however, the condition was not confirmed as originating at the manufacturing site. A walk through of the manufacturing process was performed showing all process and controls were found properly followed. The definitive root cause of the reported issue could not be determined. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tube was inserted on april 14th and was clogged and nurse heard tube burst when attempting to unclog. The tube was broken in two spots. The split occurred in the middle of the tube not at the weight or y-port and the weighted tip was attached to the piece. The tube was removed in one piece, no endoscopy was required. Per customer, the staff have stated that they think the tubes that are breaking are more pliable than normal and seem to be softer.